Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise and high pacing lead impedance measurements greater than 2,000 ohms. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received and indicated that this crt-d was explanted and the ra lead was surgically abandoned. The cause was not conclusively determined as fluoroscopy could not visibly determine any issue. A new device and ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).